Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to inspect and clean the pump components, but initial attempts to resolve the issue were unsuccessful. The customer was unable to successfully load the cartridge onto the pump despite assistance, leading technical support to escalate the troubleshooting process for further resolution.